Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that insulin pump had pump broken. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.